Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. Surgeon reported that the shell loosened and looked retroverted. Intraoperatively, it was found that the edge of the shell impinged on the stem and notched it, and the surgeon reported the presence of metallosis. The shell and liner were revised, the stem and head were retained. There are no allegations against the liner (no wear, discoloration, etc). Patient was revised to a tritanium ii shell and mdm/adm liner construct. Rep reported that no further information will be available. Update 16/april/2019: rep was able to provide a pre-revision x-ray and an intra-operative photo and re-confirmed that no further information would be available.